Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Treating healthcare professional reported that after injection with juvéderm voluma® xc in the cheeks, right temple and chin, the patient experienced right nasolabial fold ¿hardness, erythema, swelling, tenderness and cellulitis¿ noticed 4 days after injection. The patient was seen for a follow up appointment and the nasalobial folds, chin and vermillion border were "rock hard, red, warm to the touch, swollen and protruding out." The patient's symptoms were treated with bactrim. Patient was concomitantly injected with juvéderm® ultra xc in the nasolabial folds, chin and vermillion borders. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00255 and 3005113652-2016-00290((B)(4)). This MDR is being submitted for the third suspect product, juvéderm voluma® xc, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 04/08/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness, erythema, swelling, tenderness and cellulitis, and "warm to the touch" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Treating healthcare professional reported that after injection with juvéderm voluma xc in the cheeks, right temple and chin, the patient experienced right nasolabial fold ¿hardness, erythema, swelling, tenderness and cellulitis¿ noticed 4 days after injection. The patient was seen for a follow up appointment and the nasolabial folds, chin and vermillion border were "rock hard, red, warm to the touch, swollen and protruding out." The patient's symptoms were treated with bactrim. Patient was concomitantly injected with juvéderm ultra xc in the nasolabial folds, chin and vermillion borders. Symptoms are ongoing. (B)(6) this is the same event and the same patient reported under MDR ID # 3005113652-2016-00255 and 3005113652-2016-00290((B)(4)). This MDR is being submitted for the third suspect product, juvéderm voluma xc, also a device manufactured by allergan.